Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose and the insulin pump's case has a brown color where the label sticker is by the drive support cap. Customer's blood glucose was over 400 mg/dl. The insulin pump would not be replaced or returned as the customer's mother stated they have a new device.